Event description:
Medtronic received a report that the pipeline failed to resheath. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm at the c6-c7 segments of the internal carotid artery with a max diameter of 6 mm and a 4 mm neck diameter. It was reported that the preparation for the pipeline was carried out perfectly, but at the stage of delivering the pipeline into the phenom 27 catheter, strong resistance was felt despite the 3.75mm diameter. It reportedly felt heavier and stiffer than the 5 mm diameter catheter. Pipeline was delivered to the distal end and deployed from m1. The tip was opened without any problems, but when it was expanded to about one-fourth of the pipeline, resheathing was attempted, but it could not be resheathed at all. It was possible to unsheath, but not to resheath. When attempting to resheath it a little bit forcefully, the ped appeared to be stored inside the phenom 27, so the procedure was started. However, upon closer inspection, the pipeline was not fully stored, and about one-fourth of the pipeline had slid distally, moving ahead of the tip wire. The phenom plus catheter was used to retrieve the pipeline. Then, the entire phenom 27 catheter was collected. The procedure was successfully completed by replacing the original devices with a new phe nom 27 catheter and pipeline. The original pipeline appeared to have a frayed tip. No visible damage was evident in the phenom 27 catheter, however the inner layer could not be observed, so it was considered possible that the inside of the catheter could be damaged. The pipeline and phenom 27 microcatheter were not used in an infected patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU) and was not used off-label. No patient symptoms or complications were associated with this event. Additional information was received stating that the cause of the event was not determined. The catheter was flushed per IFU during the procedure. The physician had felt an unusual drag starting before the midsection and somehow managed to get the tip of the pipeline out. Vessel tortuosity was moderate. Ancillary devices include a phenom 27 microcatheter, a phenom plus catheter and a ped400-16 pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.